Manufacturer narrative:
Spacelabs healthcare technical support walked the user through attempting to add the patients back onto the xhibit central station, however the issue could not be resolved. The customer opted to remove the device from use until the unit could be repaired. A spacelabs healthcare field service engineer updated the software of the unit and confirmed that following the software update, no further issues were observed. While reloading the software resolved the failure, cause of failure was not established.

Event description:
The customer reported that while in use, the xhibit central station lost all beds and was no longer able to monitor patients. There was no patient or user harm associated with this event.